Manufacturer narrative:
Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
The pt rec'd a scs system on (B)(6) 2011. It was reported that the doctor relocated the ipg site from the middle of the pt's back to her buttock because it was uncomfortable. The relocation of the ipg resolved the pt's issue.